Manufacturer narrative:
Device will not be returned for eval. A follow-up report will be filed if more info becomes available.

Event description:
It was reported that the md placed a multi-lumen access catheter (mac) in the pt and within a short time, the pt went into anaphylactic shock. Epinephrine, hydrocortisone and benadryl were administered to treat the reaction and the pt responded well. Skin tests wer performed to identify the cause of the adverse effect and an allergic reaction to sulfa was determined to be the cause. There were no further reported pt complications as a result of this occurrence.